Manufacturer narrative:
H6: code 400: damaged firing mechanism. Visual inspections & results: lockout position; na. Cartridge condition; na. Cartridge return batch number; na. Instrument number; 72. Functional tests & results; condition of firing trigger lockout; good. Condition of pinion gear; good. Condition of short rack; good. Condition of yoke; good. Test cartridge batch# was instrument cycled; yes. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
After a thoracoscopy procedure the instrument was given to the rep with note "defective". Information was unobtainable as to why the device was deemed defective. There was no consequence to the patient. The surgeon is a familiar user of the ez45 instruments.